Manufacturer narrative:
The associated complaint devices were not returned. Without the actual product involved our investigation cannot proceed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The medical investigation concluded that, based on the information provided, the ¿loss of range of motion¿ experienced by the patient was likely a delayed progression of the post-operative healing phase and not a failure of the s and n device. Details regarding the patient¿s weight-bearing status, bone quality, and trauma history have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported instability cannot be determined however, during the revision it was found that the patella was tracking laterally and not congruently in the femoral groove ,and this is likely a contributing factor to the instability. The patient impact beyond the revision itself cannot be concluded. Based on the information provided, the ¿right knee stiffness¿ experienced by the patient was likely due to the delay in physical therapy following the revision and not a failure of the s and n device. It was reported that ¿she did well postoperatively, though did not perform physical therapy to our satisfaction, partly because of her vertigo and pain issues.¿ no further medical assessment is possible at this time based on the information provided. If the devices or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to right knee instability and patellofemoral impingement. The procedure included lateral release and medial plication of right knee patellofemoral joint and exchange of the polyethylene liner.